Event description:
It was reported that a cyrstalens was explanted 8 months post implantation due to subjective pt report of photopsia. Another crystalens of same diopter power was implanted. Bcva was 20/30 both before and after lens exchange. The surgeon did not indicate whether the photopsia resolved. This report pertains to the pt's right eye. Add'l info has been requested.

Manufacturer narrative:
The lens has been returned to b+l and is currently under eval. Results will be submitted to the FDA in a supplemental report. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.